Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, 23 mm trifecta gt valve was implanted. A data verification form received from the patient's spouse indicates the patient died during a surgery on (B)(6) 2017. Additional information has been requested but has not been released from the hospital. Information provided by patient device tracking confirmed the implanting physician was: (B)(6).